Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was displaying an error 1 message. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began at an unknown time on (B)(6) 2020. The patient manages her diabetes with oral medication (glipizide and metformin, dose not specified) and she advised that in response to the alleged issue, she took extra medication (glipizide and metformin, dose not specified). The patient reported that on (B)(6) 2020, an unspecified time after the alleged issue occurred, she started feeling "really low" and began sweating. The patient reported that she self-treated by drinking some juice with brown sugar. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca established that the product was not being used for the first time. The cca walked through resolving the issue; however, noted that the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after the alleged error message issue with the subject device began.